Manufacturer narrative:
Analysis of the desktop charger (37761) found that it had a broken connector pin. All fdd, fdr, and fdc codes apply to the desktop charger (37761). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37761 lot# serial# (B)(4). Product type recharger h6: fdd c62862, c63048, and c63026 apply to the ins (37712) fdd c62952 and c62968 apply to the desktop charger (37761) fdc 92 applies to both the ins (37712) and the desktop charger (37761). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the connector pin was broken and an overdischarge was suspected. Additional information was received. Manufacturer representative reported overdischarge confirmed due to connector pin being broken and patient unable to charge. No medical or symptoms reported.

Manufacturer narrative:
Now applies to the desktop charger ((B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.